Event description:
Patient representative reported that the patient is suffering pain, hardening of the breast and was diagnosed with capsular contracture baker grade iii. Device remains implanted. This complaint captures the right side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.  Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  capsular contracture, baker grade iii.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a.4., b.3., b.5., d.1., d.2., d.4., d.6a., d.6b., g.4., h.4., h.6.